Event description:
This is a report from a consumer with supplemental information received from a peritoneal dialysis nurse (pdn) in the USA of home patient (hp) experienced problems with bowel movements, viral peritonitis and pain in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the home patient (hp) began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter technical services (bts), the following was reported by the consumer (patient's wife). Last week (date unspecified), the patient experienced problems with bowel movements and viral peritonitis and was hospitalized for 4 days. The consumer reported the patient was discharged home from the hospital on a wednesday evening (date unspecified) with antibiotics (unspecified) that he was to take to his pd clinic to have administered by his pdn. The consumer reported, when the patient attempted to drain, nothing came out and on thursday, friday, and saturday evenings (dates unspecified), the patient experienced pain. On (B)(6) 2012, the patient was instructed to go to emergency room. On an unreported date, the patient was again hospitalized for problems with his pd catheter (unspecified). At the time of this report, the patient still remained hospitalized. On (B)(6) 2012 baxter product surveillance contacted the pd nurse (pdn) and received the following additional information. The pdn confirmed the previously reported information regarding the peritonitis, however, clarified it is unknown if it was a viral peritonitis. The pdn confirmed the patient was hospitalized for the peritonitis event (dates not reported). The pdn stated the patient was treated for the peritonitis with ancef and cefazolin (doses, frequencies and lots not reported). The pdn stated the patient has recovered (date not specified) and stated " the patient is doing fine now". The pdn reported the patient's pd catheter was removed (date unspecified) and stated the hp is currently on and probably will stay on hemodialysis. Per the nurse, the patient was constipated at the time of developing the peritonitis, the patient did have draining difficulties (unspecified), however, further stated the cause of the peritonitis is unknown. The pdn reported the patient takes iron (dose and frequency not reported). The outcome and cause of the constipation, pain, and draining difficulties was not reported. The pdn reported, the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination for this peritonitis case. The assignable cause was not determined. A review of all batch record documents was performed for h12a02018, h12b29043, and h12e29053 with no issues noted during the manufacturing process. There were no deviations from standard procedure.